Event description:
Additional information received reported that the patient followed up with her primary care physician, who prescribed an additional medication that seemed to improve her symptoms.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7436, serial# (B)(4). Product type: programmer, patient: product ID 3389-40, lot# j0546648v, implanted: (B)(6) 2005. Product type: lead: product ID 3389-40, lot# j0546241v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
It was reported that the patient felt the devices were not working well even though the programmer indicated that the implantable neurostimulator (ins) was on. The patient was having dyskinesia and shaking symptoms. Additional information has been requested, but was not available as of the date of this report.